Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, device stenosis and central regurgitation were confirmed based on provided medical report. A review of the DHR, complaint history and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to insufficient information was provided, a definitive root cause for stenosis was unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the reported central regurgitation event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to medical records received. B4, g3, and h2 have been updated. B5, b7, and h6: health effect - clinical, device problem have been corrected. The investigation for this report is ongoing.

Event description:
As reported by the territory manager, 54 days after a transcatheter aortic valve replacement, the 26mm sapien 3 ultra valve was explanted, due to stenosis and high gradients. Per the medical record, the patient experienced progressive exertional shortness of breath and chest pain. The valve was explanted due to aortic stenosis and mild central regurgitation, as evidenced by transthoracic echocardiogram showing a vmax of 5.8 m/s, aortic valve area of 0.68 cm2, dimensional index of 0.15, peak/mean gradients of 136 and 76mmhg, respectively, and mild central regurgitation. The patient also underwent coronary artery bypass grafting.

Event description:
As reported by the territory manager, approximately 2 months post successful transcatheter aortic valve replacement with a 26mm sapien 3 ultra valve the team plans to explant the valve due to stenosis and high gradients. Additional information has been requested.

Manufacturer narrative:
Investigation is ongoing.